Event description:
It was reported the patient was feeling some kind of pain at their implant site. The patient stated the ¿surgery part¿ was healing and the implant felt weird and they were uncomfortable. It was noted when the patient was moving around for a couple of hours they started to get a pain in their stomach which made it difficult to walk. It was stated the patient started getting this pain 2-3 days prior to report and when they got the pain they had to lie down and couldn¿t do anything. Reportedly, the patient had a nauseous feeling on and off since the implant and when they got the nauseous feeling they had to lie down and couldn¿t do anything for the rest of the day. It was later reported there was no alleged product issue on the lead and impedance testing was done. It was stated the patient had continued pain around the implantable neurostimulator (ins) pocket site and the patient had a surgical battery site revision. The patient¿s status was reported as no injury. Additional information stated the device was reprogrammed. It was later reported the patient¿s ins was explanted on (B)(6) 2013. Additional information stated the patient¿s device was reprogrammed initially and the pocket revision occurred after the reprogramming was unsuccessful. It was stated the pain was still unresolved and undetermined so the physician decided to replace the battery. It was noted at the time of report it was unknown if the patient¿s pain had subsided.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no anomalies found.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.